Event description:
A series of falsely elevated salicylate (sal) results were obtained on a patient's samples. The results were reported to the physician who questioned the results. The samples was repeated on an alternate system and lower, negative results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sal results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated salicylate results is unknown. The instrument is performing within specifications. No further evaluation of the device is required